Manufacturer narrative:
Device evaluated by manufacturer? No - lens discarded. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -6.5 diopter, in the patient's eye on (B)(6) 2016. Soon after, the surgeon realized the lens was implanted upside down. The lens was explanted on (B)(6) 2016 with no patient injury and was accidently discarded. The backup lens was implanted.

Manufacturer narrative:
The reporter indicated the patients post-op best corrected visual acuity was 20/20. (B)(4).